Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and complication of device removal ("complications during removal surgery"). The patient was treated with surgery ((B)(6) 2019- other, (B)(6) 2019- salpingectomy (unilateral),). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain and complication of device removal outcome was unknown and the fatigue, alopecia and headache had resolved. The reporter considered abdominal pain, alopecia, complication of device removal, dysmenorrhoea, fallopian tube perforation, fatigue, headache and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion previously date was 2011 and in this follow up date is (B)(6) 2010 received treatment for fallopian tubes perforation complications during removal surgery- other.-surgery not specified removal recommended by treating physician-yes. Essure removed-yes. Date of removal surgeries: (B)(6) 2019 (unilateral-salpingectomy) and (B)(6) 2019 (other). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : case become incident previously added injury nos was replaced with dysmenorrhea and new events: pelvic pain, abdominal pain, fallopian tubes perforation, fatigue, hair loss, headaches,device monitoring procedure not performed were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 782773, 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included constipation, inflammation and fibrosis. Concomitant products included ibuprofen since 2010, paracetamol (tylenol) since 2010, topiramate in 2018 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since 2012. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), headache ("headaches") and complication of device removal ("complications during removal surgery"). The patient was treated with surgery ( (B)(6) 2019- other, (B)(6) 2019- salpingectomy (unilateral),). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain and complication of device removal outcome was unknown and the abdominal pain, fatigue, alopecia, headache and migraine had resolved. The reporter considered abdominal pain, alopecia, complication of device removal, dysmenorrhoea, fallopian tube perforation, fatigue, headache, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion previously date was 2011 and in this follow up date is (B)(6) 2010 received treatment for fallopian tubes perforation complications during removal surgery- other.-surgery not specified. Removal recommended by treating physician-yes. Essure removed-yes. Date of removal surgeries: (B)(6) 2019 (unilateral-salpingectomy) and (B)(6) 2019 (other). Discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. The right tube was cannulated and after deployment there were zero coils visible. The twisting action of essure buried the top of the device. On the left tube care was taken to ensure significant amount of coils were seen prior to deployment and after deployment three coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: findings: essure devices are noted on each side of the pelvis. The bowel gas pattern is nonobstructive. Constipation. Impression: appropriate positioning of essure devices. Constipation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-oct-2019: pfs+mr received. Lot number received. New events: migraines / headaches was added. Outcome for abdominal and migraines / headaches were updated. Onset dates were added. Concomitant conditions, drugs and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 782773, 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included constipation, inflammation and fibrosis. Concomitant products included ibuprofen since 2010, paracetamol (tylenol) since 2010, topiramate in 2018 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since 2012. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), headache ("headaches") and complication of device removal ("complications during removal surgery"). The patient was treated with surgery ((B)(6) 2019- other, (B)(6) 2019- salpingectomy (unilateral),). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain and complication of device removal outcome was unknown and the abdominal pain, fatigue, alopecia, headache and migraine had resolved. The reporter considered abdominal pain, alopecia, complication of device removal, dysmenorrhoea, fallopian tube perforation, fatigue, headache, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion previously date was 2011 and in this follow up date is (B)(6) 2010 received treatment for fallopian tubes perforation. Complications during removal surgery- other.-surgery not specified. Removal recommended by treating physician-yes. Essure removed-yes. Date of removal surgeries: (B)(6) 2019 (unilateral-salpingectomy) and (B)(6) 2019 (other). Discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. The right tube was cannulated and after deployment there were zero coils visible. The twisting action of essure buried the top of the device. On the left tube care was taken to ensure significant amount of coils were seen prior to deployment and after deployment three coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: findings: essure devices are noted on each side of the pelvis. The bowel gas pattern is nonobstructive. Constipation. Impression: appropriate positioning of essure devices. Constipation.. Lot number: 700544 manufacture date: 2009-12 expiration date: 2012-12. Lot number: 782773 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint: most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.